Event description:
Patient was revised to address infection.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed staphylococcus aureus. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not draw any conclusions about the root cause; however, the patient is protein deficient, most likely to have been identified through pre-albumin and albumin levels, but those are not available to review. He also has elevated blood sugars as well. Both of these conditions will increase the risk of infection in the postoperative period significantly. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.